Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was observed to be depleting rapidly. Additionally, the customer reported experiencing intermittent blockages/obstructions that stop insulin delivery. There was no reported adverse impact to the customer. The customer declined troubleshooting regarding the issues, therefore tandem technical support was unable to obtain clarification on whether or not the customer was referring to occlusion alarms. Reportedly, customer resolved the blockage issue by resuming insulin delivery without changing supplies. No additional information was provided.